Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened kit was returned for review. The tray was observed to be bent. All of the items in the tray were sealed including the first PICC catheter. The affected sample was not returned for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. Without the affected sample to review, a definite root cause for the breakage cannot be determined with confidence and therefore no further evaluation is possible.

Event description:
Catheter in upper limb broke during dressing change

Manufacturer narrative:
Device has been indicated as available for evaluation but has not been returned yet. A follow-up report will be submitted once the device has been returned and evaluated.

Event description:
Catheter in upper limb broke during dressing change.